Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided as it is not taken at the time of the appointment. Ethnicity/race: this information not provided when asked. Date of event: this information was not provided when asked. Relevant tests/laboratory data: this information was not provided when asked. The complete device information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date-explant date: is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the device. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred.

Manufacturer narrative:
Corrected data: section a1: this information updated as it was omitted at the supplementall submission. Section d1/d2: this information updated as it was omitted at the supplemental submission. Section g4: this information updated as it was omitted at the supplementall submission.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. This investigation represents a second attempt and reaction to the patient. Supplier (erkodent) reviewed the associated material lot previously with first attempt in investigation #(B)(4) ((B)(4)) and confirmed no manufacturing deviation or abnormality. (See attachment) lot# e-pro 4.0-11167 (erkoloc-pro) was manufactured from march 3, 2017 and was assigned an expiration of march 2022. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer stated the device is not available for return. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 2.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". Supplier erkodent reviewed the incident details and determined the complaint is more likely a mechanical irritation. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Additional information: a4, b2, d4, h4. Corrected information: b5, e1, h6. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the patient had a reaction to the device. It is unclear when the patient received the device but she started using it immediately to a few days after delivery. The reaction occurred immediately to a few days after delivery of the device. The patient experienced irritation to the upper and lower gums. After about a week, the patient stopped using the device and the reaction resolved after a few days. No treatment was provided and the patient is now doing well.